Event description:
A healthcare facility reported via fisher and paykel healthcare that it was impossible to connect the electrical adapter of the rt225 infant bias flow breathing circuit, as one of the heater wire pins was bent. Hospital staff replaced the breathing circuit which resolved the problem. This event occurred prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a healthcare facility. The subject breathing circuit is en route to fisher and paykel healthcare for investigation. A lot check revealed no other complaints of this nature for this lot number. Heated breathing circuits contain a heater wire socket for connection to the humidifier. Fisher and paykel healthcare implemented improvements to the production process in respect of breathing circuits in may 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. This event occurred after the production improvements. It is possible that a damaged pin, while passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in infant breathing circuits has a rate of occurrence in the last year. We will provide a follow-up report confirming the fault upon receipt of the device and completion of the investigation.